Event description:
The initial reporter stated they received discrepant results for four patient samples tested on a cobas 8000 c 502 module. Test results from the following assays were affected: ca2 calcium gen.2, alt, tp2 total protein gen.2, albumin, creatinine, and gluc3 glucose hk gen.3. The specific alt, albumin, and creatinine reagents used were requested, but not provided. Refer to the attachment for all patient data. The initial results for samples 1 and 2 were reported outside of the laboratory. No incorrect results were reported outside of the laboratory for samples 3 and 4. All repeat values were deemed correct. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The customer stated that they tried performing multiple probe washes and air purges, but continued to have issues. The field service engineer determined there was a clogged nozzle on the rinse station and it was overflowing. The clogged nozzle was cleared and the rinse tubing condition was checked. The wash station and rinse station volumes were checked. The gear pump pressure and flow at nozzles were checked. Probe adjustments were checked. The customer ran calibration and controls; all control results were within range.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.